Event description:
It was reported that the sheath itself had a team, patient required second line as first was removed. It was caught before any harm to the patient. Additional information from the customer experience report form indicated that it appeared that the blue hub was cracked and leaking from the sheath. Initially device was not returned; however, customer did return the introducer with a pacing catheter for evaluation in september 2009.

Manufacturer narrative:
Customer report was confirmed. The introducer was returned attached to a 5 french bipolor pacing catheter. The valve housing (colorite) was received cracked in half just above the side arm port bond site. The adjustable nut has been tightened completely down to the bottom of the threads on the valve housing. This reported event occurred in 2009; however, not reported to edwards lifesciences until one month later. An MDR was not initially submitted for the reported event, due to initial report of leakage; however, when device was returned and evaluated, it was determined that this event should be reported. There was a recall that was initiated in may 2009; FDA recall no. Z-1913-2009.